Event description:
It was reported that the patient experienced inadequate stimulation, stimulation in a non-target area, and a different feeling of paresthesia. The patients system was reprogrammed however the issue persisted. It was noted that the spinal cord stimulation lead displayed high impedance readings. The patient underwent a revision procedure in which the lead was replaced. Postoperatively the patient experienced pain relieving effect, however it is insufficient and follow up is still required. They will continue to monitor the patient and perform adjustments at the outpatient clinic.

Manufacturer narrative:
Visual inspection of the returned lead sc-2317-70 serial number (B)(6) revealed that the top fourteen electrodes were separated from the distal end. Electrodes three through sixteen were not returned. The cables are exposed at the damaged portion of the lead. The damage is a result of a typical explant procedure, and it is not considered a device failure. An electrical test could not be performed due this damage to the lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. A labeling review was completed and revealed electrical shorts, or open circuits are known inherent risks of use with the device.

Manufacturer narrative:
Correction to initial MDR in block d4.

Event description:
It was reported that the patient experienced inadequate stimulation, stimulation in a non-target area, and a different feeling of paresthesia. The patient's system was reprogrammed however the issue persisted. It was noted that the spinal cord stimulation lead displayed high impedance readings. The patient underwent a revision procedure in which the lead was replaced. Postoperatively the patient experienced pain relieving effect, however it is insufficient and follow up is still required. They will continue to monitor the patient and perform adjustments at the outpatient clinic.

Event description:
It was reported that the patient experienced inadequate stimulation, stimulation in a non-target area, and a different feeling of paresthesia. The patient's system was reprogrammed however the issue persisted. It was noted that the spinal cord stimulation lead displayed high impedance readings. The patient underwent a revision procedure in which the lead was replaced. Postoperatively the patient experienced pain relieving effect, however it is insufficient and follow up is still required. They will continue to monitor the patient and perform adjustments at the outpatient clinic.